Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had a major fall at the water park and the lead was no longer in a safe place. Since then therapy has not worked. X-ray confirmed trauma to the lead and lead having moved from initial implanted location. When impedances were checked, they were reported as high on multiple electrodes. Patient required a revision and had it done (B)(6) 2019. The lead was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
Some information previously captured here has been moved to regulatory report # 3004209178-2020-00847; only the information here is included in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional (hcp) via a manufacturer representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient had a major fall at the water park and the lead was no longer in a safe place. Since then therapy has not worked. X-ray confirmed trauma to the lead and lead having moved from initial implanted location. When impedances were checked, they were reported as high on multiple electrodes. Patient required a revision and had it done (B)(6) 2019. The lead was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient complained of unwanted stimulation on their left side. The doctor performed a lead revision and a lead was implanted on the patient¿s right side (the same implantable neurostimulator was kept). There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1t81v, implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Below are the analysis findings and test results: 2019-08-29 08:57:25 cst pli# 10 product ID# 3889-2 - the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} conductor(s) were stretched in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.